Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced high blood glucose of 513 mg/dl and was not yet treated. During troubleshooting, it was found that there were air bubbles in reservoir and infusion tube. It was also found that infusion set was expired. Customer was assisted in removing air bubbles. Insulin pump did not have any leaks. Customer was advised to change infusion set.